Manufacturer narrative:
Covidien reference: (B)(4). The customer replaced the breath delivery (bd) printed circuit board (pcb). The service engineer (se) installed the software. The unit passed extended self-testing.

Event description:
The customer reported that the ventilator was inoperable while in use on a patient. The patient was transferred to a second ventilator. The patient was not harmed or injured as a result of the event.